Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The patient was calling to see how long it would take a doctor to set up nuclear testing. The doctor said it would be about 10 days, but it had been longer than that. She also wanted to know if having a uti (urinary tract infection) or a yeast infection would change how the medication was working. She stated that she had finished the ¿zippro and the difluclor" and not did not think she had a yeast infection or uti any longer. The patient was redirected to her doctor for these questions. The patient then stated that for the past 3-4 weeks she felt the pump had not been working properly. Her doctor had her taking oral baclofen 20 mg every 8 hours on top of what the pump was delivering. She also stated that sometime in (B)(6) 2020 she went to have the pump filled, but the new person that did the refill didn't fill the pump correctly. They did not put all the medication into the pump only some of it.